Manufacturer narrative:
Concomitant: product ID neu_siliconeanchor, product type accessory. Product ID neu_tlock_anchor, lot# unknown, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type accessory. Product ID neu_ens_stimulator, (B)(4).

Event description:
It was reported that during a trial procedure, there was an anchor issue. The health care provider was unable to get the included anchor to slide easily onto the trial lead. A different product was used. No diagnostic testing or troubleshooting was required. The issue was not resolved and the cause was not determined. Additional information received reported the trial was normal except for the anchor that did not want to slide easily onto the lead.